Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR 2247858-2025-00070, device 2 is being reported under MDR 2247858-2025-00071, device 3 is being reported under MDR 2247858-2025-00072, device 4 is being reported under MDR 2247858-2025-00073, and device 5 is being reported under MDR (B)(6) . Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"I was notified that ms. (B)(6) came in on (B)(6) 2025 early in the morning with a ruptured iliac limb. Upon opening the patient, the doctors were able to control the bleeding and replaced the stent graft limbs with dacron grafts. It was noted that it looked to be that the ca+ had eroded into the stent graft limbs thus causing the leak. Patient seems to be doing fine." Patient outcome: "she seems to be doing fine."

Manufacturer narrative:
This complaint was involved with five devices. Device 1 is being reported under MDR 2247858-2025-00070, device 2 is being reported under MDR 2247858-2025-00071, device 3 is being reported under MDR 2247858-2025-00072, device 4 is being reported under MDR 2247858-2025-00073, and device 5 is being reported under MDR 2247858-2025-00074. Bolton medical, inc. (D/b/a terumo aortic), herein known as the "company", is submitting this report pursuant to 21 cfr part 803, has made reasonable efforts to obtain complete information, and has provided as much as is available to the company as of the submission date of this report. This report is based on information obtained by the company, which may not have been able to fully investigate or verify prior to the date the report was required by the regulations. Any required fields that are unpopulated are blank because the information is currently unknown, unavailable, or not applicable. This report does not constitute an admission or a conclusion by anyone that the device caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the certain regulations, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
"I was notified that the patient came in on (B)(6) 2025 early in the morning with a ruptured iliac limb. Upon opening the patient, the doctors were able to control the bleeding and replaced the stent graft limbs with dacron grafts. It was noted that it looked to be that the ca+ had eroded into the stent graft limbs thus causing the leak. Patient seems to be doing fine." Patient outcome: "she seems to be doing fine."